Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer performed a reset, and continued to use the pump for insulin therapy.